Event description:
A customer contacted baxter's technical service center to report having abdominal pain while on the homechoice (hc) machine in dwell 3 of 4. Per the initial report, the patient started manual drain before calling. Drain stopped at 5233 ml. The fill volume was 3000 ml. These volumes meet increased intraperitoneal volume (iipv) criteria. The technical service representative (tsr) assisted the home patient (hp) with ending therapy early procedure. According to the nurse the patient notified her of this event and reported feeling full like a balloon. The nurse does not know what could have caused the patient to drain so much, however, the patient swapped his device and has continued therapy successfully. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice device was evaluated by the product analysis lab (pal) for the reported difficulty of iipv. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Iipv was confirmed in the logs and not duplicated during the pal evaluation. The most probable cause was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.